Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of not recognizing a closed door, which was reproduced. The evaluation experienced a door not fully latched message which corresponds to the reported symptom. The messages were found to be caused by loose link screws. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient injury.